Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the reported issue, it was recommended to change the soda lime and the co2 sample line.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1012-9650-000 anesthesia gas machine experienced a malfunction causing elevated co2 readings. This report was received from a single source. The reported event did involve a patient. There was no patient information available.